Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a recorded blood glucose of 193 mg/dl; the agent assisted the user with a 23 in 6 mm contact detach supply change, inserted a filled cartridge, connected via luer, filled tubing, connected the infusion site, filled the cannula, and provided education on accessing the menu, history, and algorithm steps before insulin delivery was resumed; the user¿s sensor had failed, and the ilet did not alert to high or low glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear; no device malfunction was confirmed, and the event was associated with a reported sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.